Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4) law doesn't allow product return.

Event description:
Caller states that a patient reportedly received the following results on an active meter, compared to lab results, within 10 minutes: 11.5 mmol/l (meter) and 7.4 mmol/l (lab). No death or serious injury reported. No product will be returned due to legal and custom restrictions in russia.